Event description:
On (B)(6) 2012 customer reported that there was a leak of blood dripping into the slide tray under the lh750 slidemaker instrument. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the tubing through valve 7 (vl7) was leaking. Fse replaced the tubing through vl6 and vl7, and the reservoir rods. Fse verified instrument operation and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).